Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient (pt) regarding an implantable neurostimulator (ins). The reason for call was pt reported the 'wire' in their back was not shocking. Agent attempted to clarify the issue. Pt said they were not feeling the stimulation. Pt said the issue started this morning. Pt stated they charged their ins to 100% on monday. During the pt rep (wife) was helping the patient. Agent walked the patient rep through connecting to my stim rc app. Pt rep said the therapy was off and after they turn it on, pt confirmed that they can feel the stimulation. Pt rep asked why the therapy was off. Agent reviewed information. Pt will call back for further assistance.